Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's daughter that the customer has experienced high blood glucose. The customer's daughter stated she believes the pump is not delivering insulin. Customer has experienced high blood glucose over 600mg/dl. Customer had nausea, vomiting, felt weak, was sore and a little confused. Customer treated with insulin pump. Customer's current blood glucose was 313mg/dl. Customer's daughter reported large air bubbles in the tubing. Insulin exited with manual prime. The insulin pump passed high pressure test.